Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable ige and insulin results for an unspecified amount of patient samples on a cobas e 411 analyzer (rack system). Only one example was provided. Ige: the initial result was 180 iu/ml. The repeat result was 520 iu/ml. Insulin: the initial result was 260 uu/ml. The repeat result was 130 uu/ml.